Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have an f-50 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of alarm f-50 was determined to be damage to central processing unit board (cpu). No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent. Conclusion was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.